Manufacturer narrative:
Additional information: through follow-up the serial number was corrected. Therefore, the following fields are being corrected to reflect the correct information as per new information received. Section d4 - model number: pcb00v. Section d4 - catalog number: pcb00v0205. Section d4 - serial number: (B)(6). Section d4 - expiration date: 05-aug-2021. Section d4 - unique identifier (UDI) number: (B)(4). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Section h4 - device manufacture date: 05-aug-2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown/not provided. The best estimate date is in between lens implantation ((B)(6) 2019) and explant date ((B)(6) 2023). E1 - telephone number: (B)(6). E1: email address: unknown/not provided, as information was asked but it was not provided. H3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded by the customer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. H6- health effect - clinical code 4581: no code available (device dislocation) attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) implanted on the (B)(6) 2019 had dislocated and fell into the vitreous. The iol was explanted on the (B)(6) 2023 and a new iol was implanted. The lens was discarded upon retrieval. No other medical intervention was performed. There was no patient injury or health damage related to the iol exchange. No further details were provided.